Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced increased frequency of low blood glucose episodes in the afternoons after lunch while using the ilet for about one month, noting that lunch meal announcements appeared to have doubled and that announcing smaller lunches worsened the lows; the user was advised to announce meals as usual so the algorithm can adjust and planned to consult their clinician regarding potential changes to food ratio or target. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint assessment and user education on meal announcements and algorithm behavior. Investigation of this case revealed no device malfunction identified and that algorithm-driven insulin delivery in the context of altered meal announcements could contribute to postprandial hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.